Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/location of device: uterus"), fallopian tube perforation ("my coil perforated my tube and then punctured my uterus"), abdominal pain ("abdominal pain / cramping"), device expulsion ("malposition of essure device 2-3 cm into the fallopian tube/ migration of essure device: location of device: uterus/abnormal essure placement") and genital haemorrhage ("excessive and abnormal bleeding/abnormal bleeding(general)") in a 35-year-old female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" (seriousness criteria medically significant and intervention required). The patient's medical history included multigravida, parity 3 (((B)(6) 2007; (B)(6) 2008; (B)(6) 2010)), asthma, gerd, d & c and polypectomy. Previously administered products included for an unreported indication: sertraline. Concurrent conditions included heart racing, heart pounding, panic attack, multiple allergies (azmacort, zoloft), nauseous, menstrual disorder, infrequent menstruation, yeast infection, vaginal itching, burning sensation, menometrorrhagia, anxious mood and paratubal cyst. Concomitant products included fluconazole (diflucan), ibuprofen (motrin), omeprazole (prilosec) and sertraline hydrochloride (zoloft). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain-pelvic"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2013, the patient experienced the first episode of nausea ("nausea"). In (B)(6) 2014, the patient experienced urinary tract disorder ("bladder or urinary problems or changes:urinary issues"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"). In (B)(6) 2015, the patient experienced the first episode of migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("infection (bladder/ urinary tract/vaginal)-vaginal candidiasis"). On (B)(6) 2015, the patient experienced fatigue ("fatigue/I'm sore and exhausted: yup! That's exactly what will happen. It happened to me twice"). In (B)(6) 2016, the patient experienced rash ("rashes or skin conditions-rashes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), the second episode of migraine ("migraines"), the second episode of nausea ("nausea"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)") and underwent abortion induced ("pregnancy (termination)"). The patient was treated with alprazolam (xanax), codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocortisone, ibuprofen, paracetamol (acetaminophen), prednisone and surgery (hysterectomy with bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, pregnancy with contraceptive device, the last episode of migraine, abdominal pain lower, headache and abortion induced outcome was unknown, the abdominal pain, genital haemorrhage, the last episode of nausea, fatigue, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, rash, dysmenorrhoea, dyspareunia and pelvic pain had resolved and the anxiety and urinary tract disorder was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abortion induced to be unrelated to essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal candidiasis, the first episode of migraine, the first episode of nausea, the second episode of migraine and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results:total bilateral occlusion.. Pathology test - on (B)(6) 2017: diagnosis: uterus, hysterectomy and bilateral salpingectomy. Cervix with microglandular changes, benign proliferative endometrium, unremarkable myometrium, benign fallopian tubes with essure devices present, paratubal cyst right side, comment: the essure device on the left side is located in the isthmus of the fallopian. Tube. The essure device on the right side is located on the interstitium. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: anxiety, dyspareunia, pelvic pain. Concerning the injuries reported in this case, the following one/ones reported via social media : fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/location of device: uterus"), fallopian tube perforation ("my coil perforated my tube and then punctured my uterus"), abdominal pain ("abdominal pain / cramping"), genital haemorrhage ("excessive and abnormal bleeding/abnormal bleeding(general)") and device expulsion ("malposition of essure device 2-3 cm into the fallopian tube/ migration of essure device: location of device: uterus/abnormal essure placement") in a 35-year-old female patient who had essure (batch no. A25168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" (seriousness criteria medically significant and intervention required). The patient's medical history included multigravida, parity 3 (on (B)(6) 2007; on (B)(6) 2008; on (B)(6) 2010), asthma, gerd, d & c and polypectomy. Previously administered products included for an unreported indication: sertraline. Concurrent conditions included heart racing, heart pounding, panic attack, multiple allergies (azmacort, zoloft), nauseous, menstrual disorder, infrequent menstruation, yeast infection, vaginal itching, burning sensation, menometrorrhagia, anxious mood and paratubal cyst. Concomitant products included fluconazole (diflucan), ibuprofen (motrin), omeprazole (prilosec) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pain-pelvic"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient experienced the first episode of nausea ("nausea"). On (B)(6) 2014, the patient experienced dysuria ("bladder or urinary problems or changes:urinary issues"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2015, the patient experienced the first episode of migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced vulvovaginal candidiasis ("infection (bladder/ urinary tract/vaginal)-vaginal candidiasis"). On (B)(6) 2015, the patient experienced fatigue ("fatigue/I'm sore and exhausted: yup! That's exactly what will happen. It happened to me twice"). On (B)(6) 2016, the patient experienced rash ("rashes or skin conditions-rashes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), the second episode of migraine ("migraines"), the second episode of nausea ("nausea"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)") and underwent abortion induced ("pregnancy (termination)"). The patient was treated with alprazolam (xanax), codeine phosphate;paracetamol (tylenol with codeine no.3), hydrocortisone, ibuprofen, paracetamol (acetaminophen), prednisone and surgery (hysterectomy with bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, pregnancy with "contraceptive" device, the last episode of migraine, abdominal pain lower, headache and abortion induced outcome was unknown, the abdominal pain, genital haemorrhage, the last episode of nausea, fatigue, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, rash, dysmenorrhoea, dyspareunia and pelvic pain had resolved and the anxiety and dysuria was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abortion induced to be unrelated to essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, uterine perforation, vaginal haemorrhage, vulvovaginal candidiasis, the first episode of migraine, the first episode of nausea, the second episode of migraine and the second episode of nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: results:total bilateral occlusion. Pathology test: on (B)(6) 2017: diagnosis: uterus, hysterectomy and bilateral salpingectomy. Cervix with microglandular changes. Benign proliferative endometrium. Unremarkable myometrium. Benign fallopian tubes with essure devices present paratubal cyst right side. Comment: the essure device on the left side is located in the isthmus of the fallopian tube. The essure device on the right side is located on the interstitium. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: anxiety, dyspareunia, pelvic pain. Concerning the injuries reported in this case, the following one/ones reported via social media : fallopian tube perforation. Most recent follow-up information incorporated above includes: on 31-jan-2019: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia); infection (bladder/ urinary tract/vaginal)-vaginal candidiasis; pregnancy (termination), anxiety, malposition of essure device 2-3 cm into the fallopian tube/migration of essure device: location of device: uterus/abnormal essure placement, rashes, bladder or urinary problems or changes: urinary issues, migraines, headaches, nausea; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain: pelvic, fatigue/I'm sore and exhausted: yup! That's exactly what will happen. It happened to me twice, perforation (uterus). Event added from social media: my coil perforated my tube and then punctured my uterus. Event outcome was updated for the event: abnormal bleeding(general), abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), dysmenorrhea(cramping), urinary issues, dyspareunia, fatigue, vaginal candidiasis, migraines, nausea, abdominal pain, pelvic pain, anxiety, rashes. Lot no. Was added. Lab data was added. Event onset date was updated. Concomitant and historical conditions were added. Concomitant drugs were added. Treatment drugs were added. Incident: we received a in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / cramping") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, migraine, nausea, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, migraine and nausea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: satisfactory placement of coils / full occlusion incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.